Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strips issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2016 produced results of 517 mg/dl and 467 mg/dl. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not able to be provided by customer): (B)(6). Adverse event not reported.